Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose. Troubleshooting was performed. Ran a fixed prime test and the insulin pump alarmed no delivery. The customer stated that no insulin was passing through the p-cap connection. Suggested customer to change the infusion set and reservoir. Performed again the test and insulin passed through the p-cap connection. No further information was provided.